Event description:
The hospital reported that during a coronary artery bypass procedure using om-10000z acrobat-I stabilizer. They installed the acrobat-I vacuum stabilizer system on the activator during opcab and connected the vacuum tubing according to the IFU. Generally, it reached to 350 mmhg, but it was not adhered even reached to 400 mmhg. There was no problem on the tubing. Trying to stick to heart with connecting to vacuum tubing, vacuum didn't work at all. The operation was completed successfully by using the same new product after removal because the operation was difficult. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID: (B)(4). Corrected manufacturing site to "wayne". The investigation has been started since the complaint was received, the following contents have been conducted: 1. Analysis of production: (3331/213 & 67) the DHR of the reported lot 3000193670 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer vacuum failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained, the baffle seal had been sealed completely and was able to lift the weight. 2. Historical data analysis: (4109/213 & 67) (B)(4), there¿s no similar complaint reported for this lot 3000193670. 3. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67) the reported device was received on mar. 4th 2022, the following contents have been done: 1). Visual inspection: the reported device was visually inspected and no physical deficiency was observed. 2). Suction functional test (leak test) was performed following labeling instructions with correct connection and vacuum pressure 400mmhg, there was no any deficiency indicating suction weak was observed. Further test to decrease the vacuum to be lower than 350mmhg was conducted, and the suction of the sub-baffle was indicated unstable. Above all, the device history review and returned device evaluation did not indicate any deficiency relevant to suction weak under normal using. The event occurred during the use of the device and the procedural operation is unavailable for our review. From the available information, it¿s noted that the vacuum pressure is around 350mm and not reached 400mmhg during customer using, the stability of the vacuum source is unknown. From the device functional test, it¿s indicated that suction is unstable under a very low vacuum pressure. So, it is probable that the vacuum is not stable at requested pressure during customer using, and resulted in the suction failure. The trend regarding the suction failure is being monitored continuously. 4. Trend analysis: (4110) the overall 24 month product complaint trend data for the period 28th jan 2021 to 28th jan 2022 was reviewed. There were no triggers identified for the review period. 5. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.